Event description:
In 2008, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Two days prior to event day, imaging revealed a type I endoleak at the proximal end of the trunk. It was also discovered that the proximal end of the trunk was placed 1cm distal to the lowest renal artery. There is also demonstration of minimal wall apposition of the trunk-ipsilateral leg component within the right common iliac with a distal type I endoleak. A reintervention was planned for the following month, but was cancelled due to patient illness and will be rescheduled once the patient is well enough to tolerate the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other non-related device implanted: pxc161000/05664170.